Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow. The tubing sets were being used to deliver unspecified IV solutions. The cair clamps were being used to regulate the flow. After unspecified lengths of time in use, the customer contact reported no flow or the patients received more IV solution than intended. There were no reported adverse patient effects. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. Representative devices from the same lot were received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.